Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The patient underwent placement of an optease vena cava filter. Additional information received per the medical records indicate that the patient has a history of multiple bilateral pulmonary embolism, large uterine fibroma, iron deficiency anemia, menometrorrhagia, shortness of breath with minimal activity associated with palpitations, dizziness, near syncope/blackout, tachycardia, fatigue and the patient had planned surgery for the fibroids. The filter was deployed via the patient's right groin. It was placed at the l3 level. The results of computed tomography (CT) scans done approximately eight years and two months after the index procedure indicate that the filter is at the l3 level. The CT scan revealed the filter appears to perforate the inferior vena cava wall. Six leads of the filter penetrate the aortic wall. Two leads abut the l3 vertebral body. The filter is upright aligned with the inferior vena cava. There is no evidence of hematoma or retroperitoneal lymphadenopathy.   Additional information received per the patient profile form (ppf) states that the patient has no current injuries.

Manufacturer narrative:
Please note that the exact event date is unknown. As reported, the patient underwent placement of an unknown inferior vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter perforated the wall of the inferior vena cava "in the aorta". Additionally, the filter has migrated. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis inferior vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter perforated the wall of the inferior vena cava "in the aorta". Additionally, the filter has migrated. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
Event: additional information received per the patient profile form (ppf) states that the patient became aware of mental anguish and emotional distress later the same year as the index procedure. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: the term "arotic perforation" was included in the previously reported event description. However, the event was not coded separately. As such, the code for organ perforation has been added. Event: as reported, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter perforated the wall of the inferior vena cava (ivc) "in the aorta". Additionally, the filter has migrated. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. The patient underwent placement of an optease vena cava filter. Additional information received per the medical records indicate that the patient has a history of multiple bilateral pulmonary embolism, large uterine fibroma, iron deficiency anemia, menometrorrhagia, shortness of breath with minimal activity associated with palpitations, dizziness, near syncope/blackout, tachycardia, fatigue and the patient had planned surgery for the fibroids. The filter was deployed via the patient's right groin. It was placed at the l3 level. The results of computed tomography (CT) scans done approximately eight years and two months after the index procedure indicate that the filter is at the l3 level. The CT scan revealed the filter appears to perforate the inferior vena cava wall. Six leads of the filter penetrate the aortic wall. Two leads abut the l3 vertebral body. The filter is upright aligned with the inferior vena cava. There is no evidence of hematoma or retroperitoneal lymphadenopathy. Additional information received per the patient profile form (ppf) states that the patient has no current injuries. Additional information received per the patient profile form (ppf) states that the patient became aware of mental anguish and emotional distress later the same year as the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cordis inferior vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and the aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. The anxiety/emotional distress experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).